Manufacturer narrative:
(B)(4) evaluation process: performed visual inspection on unit per tcl-514-900008. - bare metal on both bottom sides. Performed baseline functional testing per tcl-514-900008. - unit delivered correct rf energy output power in both cut <(>&<)> coag. Root cause: plasmablade in question was not received with the unit, so there was no way of verifying customer complaint. Unit was evaluated <(>&<)> delivered rf energy output within acceptance range in all modes. Bare metal to enclosure is due to rough handling out in the field.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker generator/component exchange procedure, dr. Lee indicated that he saw a spark while dissecting around a lead on coag setting 5. The rep was not aware of the doctor touching the lead at any point during the procedure. The lead insulation was damaged and required a new lead to be installed causing a 15+ minute delay. No injury to the patient was noted and case was completed successfully. Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.